Event description:
The customer reported a ventilator¿s power cord was damaged. The device was not in patient use when the issue was found. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer by providing him with the part identification number for a power cord to repair the unit.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any part or repair has been conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.